Event description:
During a follow-up, a decrease in atrial sensing was noted. The physician programmed the device to vvi, and diagnostic imaging is anticipated. Additional information has been requested but not received. The patient was in stable condition.